Event description:
Covidien received information stating that the buttons on the touchscreen of an 840 ventilator were flashing during patient use. The patient was removed from the device and placed on an alternate ventilator. There was no patient harm reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse performed extended self-testing on the device and all tests passed. (B)(4)